Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: the black box data began on (B)(6) 2015. The black box data for the event was found to be overwritten due to continued use of the pump. There were no por events found in the black box. The battery compartment was found to be cracked near the cover. There was no damage found to returned battery cap; the height and width contact measurements were within specification. The returned battery cap secured to the pump with no visible yellow o-ring showing. A 24 hour duration test was completed with the returned battery cap and cartridge cap; there were no power interruptions duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The reported intermittent power issue was unable to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. The pump reportedly lost power during the night. The patient reportedly experienced a blood glucose (bg) measurement of 22.2mg/dl with a ketone level of 1.7mmol/l. It was noted the patient was treated at home until all of the symptoms were gone. There was no indication of damage to the battery compartment or battery cap. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.